Event description:
A customer contacted beckman coulter inc. (Bci) in regards to failing troponin (accutni) qc results generated by unicel dxc 600i access 2 immunoassay system. The customer had loaded a new accutni reagent pack and ran qc, which produced results below the established range. There was no report from the customer that any patient results were generated in association with the event.

Manufacturer narrative:
A bci field service engineer (fse) was on site on (B)(6) 2010. The fse reviewed transducer voltage, and adjusted transducer temperature to the specification and allowed it to stabilize. The fse adjusted new transducer and high voltage. The fse completed all necessary alignment offset adjustments. The fse primed the instrument and performed a system check, followed by 5 replicate precision for cardiac qc on a new 'unmixed' accutni reagent pack. All results were within the specifications. Hardware is the suspected root cause for this event.